Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with palpitations. Review of the recent transmission revealed that the right ventricular lead exhibited noise and loss of capture. Device was reprogrammed. The patient was in a stable condition.